Event description:
The account alleged the left intermediate siderail is not latching. The siderail can be raised but will not latch.

Manufacturer narrative:
The account cleaned and lubricated the siderail latching mechanism to repair the bed.